Event description:
It was reported that there may be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 implantable tachy lead (B)(6) 2002; 5076-52 implantable pacing lead (B)(6) 2007; 4193-88 implantable pacing lead (B)(6) 2007. (B)(4).